Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. The lead exhibited high capture threshold and high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable.